Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation: (B)(6) hospital in (B)(6) informed cook that on (B)(6) 2021, the wire guide in a c-ptis-100-hc from lot# 13467897, was difficult to insert at the wire guide stage of a tracheostomy procedure. The customer continued the procedure with another set to fix the situation. The patient did not experience any adverse effects from this occurrence. A review of the documentation including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control and specifications, as well as a visual inspection of the returned device was conducted during the investigation. One c-ptis-100-hc was returned in used condition. The wire guide showed extreme coil elongation and safety wire protrusion. The distal end was confirmed to be separated from the tip of the safety wire. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that there are process checks during the manufacturing process to identify and prevent nonconforming product from leaving house. A review of the device history record (DHR) for lot 13467897 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot number. Based on the device failure analysis, device history record, and device master record, there is no indication the device was manufactured out of specification. There is no evidence of non-conforming material in house or in the field. The instructions for use (IFU) provides the following information related to the reported failure mode: "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that a component failure contributed to the reported event. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that difficulty was experienced during initial insertion of the guide wire of a ciaglia blue rhino percutaneous tracheostomy introducer set. Device return revealed extreme coil elongation with safety wire protrusion. Additionally, the distal weld connection was found separated from the tip of the safety wire. As a result of the difficult insertion, a new set was used to complete the procedure with no adverse effects to the patient.